Event description:
It was reported that during a coronary stenting treatment procedure, the stent moved on the balloon. The lesion being treated was located in the ostium of the left anterior descending (lad). The lesion was 99% stenosed, calcified, and the vessel was severely tortuous. The physician had difficulty engaging the guide catheter in the left coronary artery. Therefore, the guide catheter was weak for backup support and it "jumped" towards the aorta. While attempting to deliver the 3.00x32mm liberte bare metal stent, the stent moved on the balloon and was then dilated in front of the lesion. The procedure was completed with another of the same size liberte stent. The pt status was reported as good. No further info was available.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.